Event description:
It was reported that during a procedure to revise this patient's right ventricular (rv) lead, this atrial lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a procedure to revise this patient's right ventricular (rv) lead, this atrial lead was explanted. No additional adverse patient effects were reported. It was reported that there was no product performance allegation against this atrial lead. The physician elected to remove all of the implanted leads. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.